Event description:
According to the reporter, they used the device with no problem in total gastrectomy. After the surgery, they tried to charge the handle, however it would not charge. They tried to re-insert the handle into the charger however the display screen showed an unusable mark on the handle indicator. They tried again and the same thing occurred. No patient involvement.